Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 300 mg/dl. Customer reverted to manual injections. At the time of report, customer loaded a new cartridge successfully. Reportedly, insulin delivery was resumed.